Event description:
Initial result for a patient calcium was 6.3 mg/dl. When repeated on another analyzer the result was 8.2 mg/dl. The incorrect result was not reported. The field service rep found the rinse line was broken and repaired the instrument by replacing the rinse line.